Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between april 5, 2024 and april 9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred during january 20-21, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump did not dispense the full dose to the patient. The issue was observed when the patient went to have the device removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.